Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7177391. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: ((B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7177229. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Serial number: na. Batch/lot number: sc-4318. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient developed an infection at the pocket site. Symptoms of elevated abnormal blood levels, increased pain, headaches. Were noted. The physician did not confirm that the infection was not device or procedure related. The patient was administered with antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned.